Manufacturer narrative:
One level 1 hotline low flow system (hl-390) was returned for investigation in used condition. The investigator noticed that the pump was very noisy, and the enclosure was stained red in multiple places. Both covers were cracked, the heater did not pass electrical testing and the line cord was worn. The investigator performed a visual inspection and then filled the tank with water, attached a temp check, plugged in the line cord, and turned on the power switch. The customer reported product problem (faulty float switch) was not replicated during testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The faulty heater was replaced along with the aforementioned worn/damaged components. The device passed all the functional tests following preventative maintenance.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) had a faulty float switch. No patient injury or complications were reported in relation to this event.